Event description:
Patient's representative through company representative reported "ruptured with silicone leakage", "double capsule", "severe fibrosis with a small fluid layer are found", "periprosthetic capsule is described as thickened, consistent with a baker grade iii-IV capsular contracture" and "[patient] was in any case not warned of the danger of the prostheses that remained in her body for 9 years and 4 months and with possible consequences for her health". Surgical intervention: total capsulectomy. This record is for the left side. The device has been explanted and replaced with a non-abbvie device. Unknown if device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade iii-IV, seroma-late, double capsule, anxiety-product/procedure.